Manufacturer narrative:
Product complaint # ==> (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient stated that "I had bilateral knee replacements performed (B)(6) 2011 with sigma implants. My orthopedic surgeon said the knees would last 15-20 years. Having significant pain in both knees while cycling prompted a visit to dr. On (B)(6) 2021 where he informed me that the hardware has come loose indicating a revision is needed. This is well short of the 15-20 years lifespan of the surgery. I had a cycling goal to do raam (race across america) and had to cancel a qualifier in late august in utah. I was hoping to become the first 70+ year old rider to be an official finisher. Now due to revision in the knees, I'll have to wait at least 2 years.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.